Event description:
Report received from the USA stating that the device was "full of blood". It is known that the device was being occurred. It is unk if medical intervention or a delay in surgery occurred. There was no add'l info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the condition of "foot pedal is full of blood" was confirmed. During service, the device was found to have oil contamination and debris. If add'l info becomes available, a supplemental report will be submitted. (B)(4).